Event description:
Asku

Manufacturer narrative:
Evaluation summary: distal conductor fractured; full lead returned for analysis. Outer insulation breached (clavicle-rib crush); full lead returned for analysis.